Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total -hcg results generated for patient samples. The following data was provided (customer¿s reference range >/=5.0 is positive): (B)(6) 2025 sample ID (B)(6) initial result = 31.36 miu/ml, (B)(6) 2025 repeat results = <2.4 miu/ml, repeat result on another instrument (B)(6) = <2.4 miu/ml. (B)(6) 2025 sample ID (B)(6) initial result = 45.32 miu/ml, (B)(6) 2025 repeat results = <2.4 miu/ml, repeat result on another instrument (B)(6) = <2.4 miu/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I total -hcg results generated for patient samples. The following data was provided (customer¿s reference range >/=5.0 is positive): on (B)(6) 2025 sample ID (B)(6) initial result = 31.36 miu/ml, (B)(6) 2025 repeat results = <2.4 miu/ml, repeat result on another instrument (B)(6) = <2.4 miu/ml. On (B)(6) 2025 sample ID (B)(6) initial result = 45.32 miu/ml, (B)(6) 2025 repeat results = <2.4 miu/ml, repeat result on another instrument (B)(6) = <2.4 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Additional information d10 - concomitant product, and section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and replaced the probes which resolved the issue. The syringe assy was determined to be the likely cause of the result issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the alinity I system, likely cause parts, or discrepant results as described in this ticket. A review of complaint and trending data associated with the syringe assy did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the syringe assy, were identified.